Manufacturer narrative:
04 samples and 02 photos were received by bd for evaluation. The pictures and returned samples were inspected for the reported issue of catheter broke / separated after placement from lot # 3282077, product # 391592. The investigating team has also used the retention samples of lot # 3282077, product # 391592 for investigating the reported defect. Customer provided photographs review: two photographs provided by the customer for the defect of catheter cut/ catheter pull force out of specification. The first photograph shows separated (broken off) needle and catheter in a cup inside a bag. The second photograph shows the catheter hub (missing needle and catheter) with a non-bd product attached at the luer end. The review of phonographs shows the needle and catheter are separated from the catheter hub. Retention sample review: the retention sample was reviewed visually for any cuts or other defects that show signs of separation from catheter hub/busing and no such defect was found on the retention samples. Catheter pull force test was also conducted on the retention sample and it was found that the catheter pull force was within the acceptable limits. (Catheter pull force report attached below) thus, the defect of catheter cut/ catheter pull force out of specification cannot be confirmed. Customer returned sample review: the customer returned defective sample where needle and catheter were separated from catheter hub was inspected and the review shows that the catheter was cut because there is a fine edge on the remaining length of the catheter which is still attached to the catheter hub. Further investigation was carried on the customer returned samples that were unused by customer. The samples were reviewed visually for any signs of catheter damage, kink/bend, or catheter separation and no such defect was found. The catheter pull force test was also conducted on the unused/sealed customer sample and it was found that the customer returned sample was within limits for catheter pull force, (catheter pull force report attached below) hence the defect of catheter broken/separated/cut/catheter pull force out of specification cannot be confirmed from the customer returned samples.

Event description:
Venflon I 20g catheter (lot number 3282077) got cut in the patient (subject) arm and had to undergo surgery.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon catheter broke the following information was received by the initial reporter with the following verbatim venflon I 20g catheter (lot number 3282077)got cut in the patient(subject) arm and had to undergo surgery.